Manufacturer narrative:
D10: 300-10-45 - equinoxe replicator plate 4.5mm o/s: sn#: (B)(6). 300-20-02 - equinox square torque define screw drive kit: sn#: (B)(6). 300-30-08 - equinoxe preserve stem 8mm: sn#: (B)(6). 310-01-44 - equinoxe, humeral head short, 44mm (alpha): sn#: (B)(6). Customer has indicated that the product is in process of being returned for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial anatomic total shoulder replacement on the right side. Subsequently, the patient experienced severe bone loss and a fractured polyethylene glenoid implant. As a result, an unknown amount of time post-surgery, the patient underwent a revision. All pieces of the fractured polyethylene were removed from the patient. There were no surgical delays during the procedure. Patient was last known to be in stable condition following the event. No further impact to the patient was reported. No additional information is available at this time.